Event description:
A customer from (B)(6) reported to biomérieux a card performance issue in association with the vitek® 2 ast-n340 test kit (lot 7800357203). The customer stated the ast-n340 card was terminating for all antibiotics when testing an escherichia coli sample. The customer reported a delay greater than 24 hours in reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Biomérieux requested the strain and raw data which were not available for evaluation. The cards from the affected lot are to be returned. Note: although the ast-n340 test kit is not marketed or sold in the united states, it contains antibiotics that are registered with the FDA and contained on other vitek® 2 test kits that are marketed and sold in the united states.

Manufacturer narrative:
A customer from (B)(6) had notified biomérieux that the vitek® 2 ast-n340 test kit (lot7800357203) was terminating for all antibiotics when testing an escherichia coli sample. An internal biomérieux investigation was performed. Testing of the same isolates with an alternate lot did not duplicate the reported terminations. The source of the card filling/termination issues was misaligned top tape. A portion of cards from ast-n340 lot 7800357203 were taped with misaligned top tape, where a portion of the inlet port was uncovered, preventing the cards from filling correctly. Evidence suggests the defect did not impact the entire lot.